Manufacturer narrative:
(B)(4) : the customer reported that their device would not pace and would not work. There was no report of negative pt impact. Philips evaluated the device and could not reproduce or verify the reported symptom. Philips quality investigators reviewed the stored electronic event files. No events reflected use of the device in the pacer mode. The device passed all standard testing and was returned to the customer.

Event description:
The customer reported that their device would not pace and would not work. There was no report of negative pt impact.